Event description:
As reported by the edwards field clinical specialist, the 23mm sapien valve was prepped and advanced without complication. The valve was positioned 60:40 aortic, deployed with slow inflation to 50%, then the valve moved more aortic upon fast deployment. Post deployment there was 1+ paravalvular leak (pvl) and 2+ central aortic insufficiency (cai). A post dilation with an additional 1.5cc was performed. Same result. The decision was made to deploy another sapien valve. The second sapien valve was deployed 50:50 over the native annulus, or 5mm ventricular compared to the first sapien valve, resulting in 2+ pvl and 2+ cai. It was reported that the cai of the 2nd sapien valve may have been due to the 2st sapien valve's leaflets slightly overhanging the second sapien valve. A third sapien valve was subsequently positioned in-between the first and second sapien valves. The final result was trace pvl and no cai. The patient left the operating room in good condition.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Additional investigation revealed the following: there was no septal hypertrophy or mitral annular calcification (mac). The native aortic valve was moderately calcified. The patient had a preserved ejection fraction. The image intensifier angel and the coaxial alignment of the valve and delivery system were described as good. The sapien valve was positioned 60:40 aortic based on site preference. Post deployment, the valve was positioned 80:20 aortic. The delivery balloon was inflated slowly to about 50 percent, at which point the remaining inflation was performed quickly. The valve moved more aortic upon fast inflation. Inflation was held for three of more seconds. During valve deployment, ventilation was held and there was no loss of pacing capture. Per report, the perceived cause of the 2+ pvl and cai of the second sapien valve was prosthetic leaflet overhang from the first sapien valve. The device is not available for evaluation as it remains implanted in the patient. The imaging from the procedure could not be obtained for evaluation. Per the instructions for use (IFU) and the patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There is not an IFU or training manual for implanting a sapien valve within a sapien valve; however, the patient screening manual and the procedure didactic identify the sapien valve being deployed too ventricular as a factor that can contribute to regurgitation and leaflet overhang. In this case, the first sapien valve was implanted 80:20 aortic with the second sapien valve implanted 50:50 across the native annuls (5mm more ventricular than the first valve). In the absence of imaging from the case, the root cause of the valve malpositioning and regurgitation cannot be confirmed. Per report, it is possible that the leaflets of the initial sapien valve were overhanging the leaflets of the second sapien valve, causing cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.